Event description:
As reported by the field, during an intracranial coil embolization, an 8x30 orbit galaxy coil (640cr0830, 30679276) became stretched while re sheathing, the size of the coil was oversize according to the case. The surgery was delayed by 10 minutes due to the event. Another coil was used to complete the surgery successfully.

Manufacturer narrative:
Product complaint # (B)(4). Procode: krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an intracranial coil embolization, an 8x30 orbit galaxy coil (640cr0830, 30679276) became stretched while re sheathing, the size of the coil was oversize according to the case. The surgery was delayed by 10 minutes due to the event. Another coil was used to complete the surgery successfully. No additional information is available. A non-sterile og tdl cmplx frame coil 8x30 was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damages were found. Microscopical inspection revealed that the coil was still inside the introducer, and it was found stretched near the distal portion with the blue fiber exposed. Also, the proximal end of the coil was still attached to the gripper. No other damages were observed on the coil. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issue from occurring. According to the risk documentation coil damage is a potential failure mode that can occur during embolic coil retrieval due to: 1.- the introducer not seated all the way into the microcatheter hub. 2.- insufficient opening of rhv. 3.- incorrect delivery system /introducer handling and anchoring techniques (rezipping, zipper movement, introducer locking etc.) Used. The customer complaint was confirmed based on the appearance of the returned device. An assignment of a root cause is not possible with the information available. There may have been other procedural factors that contributed to the failure mode that cannot be determined in the analysis. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. ¿ if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly.as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.